Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain. Patient stated something had shifted and all he knows is that he cannot walk on his legs because of this pain he is in. Patient stated it was getting to where he had to be flat on his back. Patient stated something had gone wrong with the stimulator. Patient stated this started 5-6 weeks ago. Patient stated at first a small pain. He has gone to not being able to stand this pain. Patient stated he was afraid the device had shifted in his body and is afraid a lead was hitting his nerve. Patient stated he has an appointment tomorrow with his healthcare provider and a manufacturer's representative will be there. During the call the patient stated he was having issues concentrating. Additional information was received from a healthcare provider. Symptoms were reported as chronic low back pain and sciatica present. Patient felt wires might be slipping. No further information was reported/anticipated.